Manufacturer narrative:
It was reported that the physician advised that patient was doing well and seemed happy since the exchange. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into two (2) halves, most probably related to the explant/removal. Visual inspection revealed a distorted haptic was observed, for one of the haptic. Surface residuals (debris/particles) were also observed on the lens, which is compatible with the handling of the lens out of a sterile environment. No further testing was conducted. Condition observed in the received sample lens is consistent with at a lens that has been removed from the patient¿s eye. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations and testing presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing showed no discrepancy related to quality or labeling. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol), model z9002 diopter 21.5, was explanted from patient's left eye in a secondary procedure owing to post-operative hyperopia which required removal of the lens. A replacement lens was placed of the same model (z9002) with diopter 25.0. Additionally, it was noted that no incision enlargement occurred and no vitrectomy was performed. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.